Manufacturer narrative:
Investigation/ determination of cause: the defective dialyzers or diayzers from the same box were not returned by customer. Retain samples from MFR were investigated instead. See attached analysis report. Safety analysis: users are advised of the possibility of blood leaks in the "directions for use". Follow up action: the procedure stated in the instructions for use is to carefully inspect all dialyzers before use for any evidence of damage. Package and box labeling clearly warn carriers and users to "handle with care". DHR review: four other complaints (two related) reported for this lot number. The quality criteria for this lot were met. The history device record of this lot does not show any incidents. All production parameter were met. The sterilization process showed no deviation. The engineering change order history shows no items having influece on the quality of product. Evaluation/ findings: the investigated dialyzers showed no external cap leaks. Conclusion: as defective products are not available for investigation no exact cause could be determined. Previous investigations on earlier mfg lots of this product showed that the external blood leaks (cap leaks) are caused by the unroundness of the dialyate housings which is related to inaccuracy of the injection moulding. Products with new housings with an improved roundness are mfg since 1/13/1998. There were no reported external blood leaks on lots mfg with this new housings.

Event description:
External blood leak from venous header during treatment. No rinseback done. Less than 150cc blood loss. Leak at cap to housing connection.